Event description:
A customer reported multiple alarms with their tandem mobi cartridge, impacting blood glucose levels by exceeding 500 mg/dl on several occasions as indicated by a "high" reading. To address the elevated blood glucose levels, the customer administered a correction injection and received guidance from technical support, which helped resolve the cartridge alarm issues. Despite resolving immediate concerns, the customer experienced ongoing occlusion problems, prompting technical support to recommend replacing the pump. The pump was within warranty, and arrangements for replacement were made, with the customer switching to manual insulin injections until the new pump arrived.